Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("female pelvic pain") and abnormal uterine bleeding ("abnormal uterine bleeding") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and abnormal uterine bleeding (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure administration. The reporter commented: follow-up on (19-jun-2023): discrepancy in essure insertion and removal dates noted (insertion (B)(6) 2008 updated to (B)(6) 2008) (removal (B)(6) 2022 updated to (B)(6) 2022). Essure insertion information: date: (B)(6) 2008 (per mr). Pre and post-operative diagnosis: multigravida patient with undesired fertility. Procedure: I. Hysteroscopic bilateral tubal occlusion (essure). Complications: none. Operative findings: normal pelvic anatomy. Operative indications: patient with g3p3 status post svd x 3 with undesired fertility. Operative procedure: the ostia were easily viewed, at this point essure implants were placed bilaterally in to the ostia of both tubes. There were 3 coils noted on right side and 4 coils noted on the left side. The implants were activated in the usual standard fashion, there was no bleeding noted. Patient was awakened and transferred to post op recovery in stable condition. Essure removal information: pre and post-operative diagnosis: abnormal uterine bleeding; female pelvic pain; history of essure. Procedure: laparoscopic-assisted total vaginal hysterectomy; specimen/pathology: other (uterus and cervix). Complications: none. Operative indications: multigravida patient is status post recent removal of essure implants dilation and curettage ablation who continues to have abnormal bleeding and pain. It is now requesting definitive surgical diagnosis and treatment. Operative findings: normal anatomy, surgically absent right and left tubes. Operative description: endo grasper the uteroovarian were taken bilaterally through the respective round respective broad just superior to the bilateral uterosacral ligament vesicouterine peritoneum sharply incised with harmonic scalp. Bilateral cardinal ligaments pedicles were cut with curved mayo scissors and tied with o vicryl in heaney stitch appearing uterus and cervix in removed from the vaginal vault and will be sent to pathology. Patient was awakened and transferred to postop recovery room in stable condition. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: adverse event "medical device removal" updated to "female pelvic pain" and "abnormal uterine bleeding"; patient history updated; essure removal and insertion information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("female pelvic pain") and abnormal uterine bleeding ("abnormal uterine bleeding") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. At an unknown time she experienced pelvic pain (seriousness criterion intervention required) and abnormal uterine bleeding (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic-assisted total vaginal hysterectomy). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2022. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure administration. The reporter commented: follow-up (19-jun-2023): discrepancy in essure insertion and removal dates noted (insertion (B)(6)2008 updated to (B)(6) 2008) (removal (B)(6) 2022 updated to (B)(6) 2022) essure insertion information: date: (B)(6) 2008 (per mr) pre and post-operative diagnosis: multigravida patient with undesired fertility procedure: I. Hysteroscopic bilateral tubal occlusion (essure). Complications: none operative findings: normal pelvic anatomy. Operative indications: patient with g3p3 status post svd x 3 with undesired fertility. Operative procedure: the ostia were easily viewed, at this point essure implants were placed bilaterally in to the ostia of both tubes. There were 3 coils noted on right side and 4 coils noted on the left side. The implants were activated in the usual standard fashion, there was no bleeding noted. Patient was awakened and transferred to post op recovery in stable condition. Essure removal information: pre and post-operative diagnosis: abnormal uterine bleeding female pelvic pain history of essure procedure: laparoscopic-assisted total vaginal hysterectomy specimen/pathology: other (uterus and cervix) complications: none operative indications: multigravida patient is status post recent removal of essure implants dilation and curettage ablation who continues to have abnormal bleeding and pain. It is now requesting definitive surgical diagnosis and treatment. Operative findings: normal anatomy, surgically absent right and left tubes operative description: endo grasper the uteroovarian were taken bilaterally through the respective round respective broad just superior to the bilateral uterosacral ligament vesicouterine peritoneum sharply incised with harmonic scalp. Bilateral cardinal ligaments pedicles were cut with curved mayo scissors and tied with o vicryl in heaney stitch appearing uterus and cervix in removed from the vaginal vault and will be sent to pathology. Patient was awakened and transferred to postop recovery room in stable condition. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.